Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion while pressing the run/start button allowed the pump to continue displaying infusion progress, despite no actual fluid being delivered. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: no device was returned for evaluation and the serial number is unknown; therefore, a full device analysis could not be completed, however a photo and videos were provided. The photo shows the pump screen with an IV additive of 125ml/hr on the screen, the pump door is closed with tubing loaded and the tubing has the blue clamp closed above the pump. The videos show infusions programmed at 500ml/hr and 999ml/hr and the blue slide clamp engaged and the sound of the pump motor running can be heard with no drips falling into the drip chamber. This issue is being addressed through an open field action associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.